Event description:
The customer contacted mallinckrodt to report they experienced a pressure dome leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they noticed a blood leak from the return pressure dome when removing the kit after treatment was completed. The customer reported the patient was in stable condition. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n102 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n102 shows no trends. Trends were reviewed for complaint category, pressure dome leak. No trends were detected for this complaint category. A photograph was returned by the customer for investigation. The complaint kit was not returned. Review of the customer provided photograph verifies the reported pressure dome leak during the ecp treatment. Examination of the photograph shows a drop of blood on the pressure dome port. A material trace of the pressure dome housing assembly and its components used to build lot n102 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The reported pressure dome leak is verified based on the photographs provided; however, the root cause for the pressure dome leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. H.m. 21 mar 2025. (B)(4).